Manufacturer narrative:
Complaint was confirmed. Visual observations on the returned ar-8740-46pts, revealed a fracture at the distal threaded section of the screw. This is consistent with torsional damage. A critical dimensional measurement was performed at the head and o.d of the screw on the returned device. The device met all specifications as received. The most likely cause for this event includes bending or leveraging the screw, when inserting into the plate and hard bone.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a subtalar and midfoot fusion procedure, while implanting the ar-8740-46pts low profile screw (lot: 1051702), the upper third shaft of the screw broke off completely. The rep reported the broken head of the screw broke outside of the body and was fully retrieved. The remaining shaft of the screw was left implanted. The rep stated another screw was not brought in, and the case proceeded as planned. The surgeon used two staples laterally to complete the procedure without further issue. The rep stated the broken portion of the screw will be returning for evaluation. Two screws were successfully implanted prior to the breaking of the third ar-8740-46pts.